Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired malformed clips. The jaws were misaligned. On further firing in the patient, smalls bit of metal came out of device and went into patient. They were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.